Event description:
The pt was admitted for a procedure in 2008 with 75% lesion in the de novo, moderately calcified distal circumflex. It was noted that the vessel was slightly tortuous. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was being delivered, however, there was difficulty crossing the lesion. Therefore, additional pre-dilation was conducted and another wire was added to re-deliver the cypher. It still could not cross the lesion. Then the physician withdrew the cypher and found that the distal end of the stent was flared. A driver bare metal stent was used to successfully complete the procedure. There was no patient injury. The physician did not indicate any anomalies prior to use and commented that the event appeared to be due to the vessel calcification.

Manufacturer narrative:
This cypher sirolimus- eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.